Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The patient¿s medical history included chronic pain syndrome. The indication for pump use was non-malignant pain. On (B)(6) 2020 it was reported that the patient¿s device system was removed because ¿the patient claimed¿ that she was allergic to the metal in the pump and it caused weight gain as well. The event date was noted to be ¿asked but unknown¿. The hcp explanted her pump system at her ¿request/demand¿. There were no environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics and/or troubleshooting were performed. The issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
H6. Patient codes: c3832 and c50499 are also applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient previously receiving intrathecal sufentanil and dilaudid (concentrations and doses unknown) via an implanted pump. It was reported on (B)(6) the patient ¿came down sick¿ and was hospitalized and was having some "really weird symptoms" it was also reported that dilaudid was in the patient¿s pump at the time and the healthcare provider (hcp) added sufentanil, and 6 hours later she thought she was overdosing and requested to have the sufentinal removed {refer to manufacturing report 3004209178-2018-01997 regarding overdose event}. It was further reported about a month later, her hcp removed sufentanil from her pump and kept the dilaudid, but she continued having symptoms that got progressively worse. It was further reported the patient was hospitalized at least 4 times because of these symptoms. It was noted it was not until late last year that she associated these symptoms with her pump, which she stated was when it was discovered that she was allergic to titanium. The pump had to be explanted in january due to these complications. The reason for calling was because her explanted pump had been alarming for about two weeks and inquired how to silence the alarm. The patient was redirected to her hcp. No further complications were reported.